Event description:
The physician was attempting to deploy a complete se iliac peripheral bare metal stent to treat the left iliac artery. Device was inspected before use with no abnormality noted. It was reported that while the physician was delivering the stent, the tip of the stent dislodged from sheath. The physician changed to another product to complete the surgery. No patient injury or other sequelae were reported. Device evaluation: the device was returned with the red safety tab in place. There was no gap between the handle grip and the slider mechanism. The first eight distal segments of the stent had prematurely deployed. The deployed segments were not damaged. A protective hoop could not be loaded over the stent due to the exposed stent segments confirming that the device did not leave the manufacturing facility in its returned state. The stent was deployed without any issues. There was no damage or deformation evident on the deployed stent. The catheter was kinked immediately distal to the strain relief. A 0.035¿ guidewire could not be loaded due to the kink in the catheter however, no resistance was felt while loading/backloading the guidewire up until the point of the kink.

Manufacturer narrative:
Evaluation results: deformation problem. Related to operational context-premature deployment most likely procedural related. Evaluation conclusion: operational context caused or contributed to the event -premature deployment most likely procedural related. (B)(4).